Manufacturer narrative:
Investigation summary: the manufacturing records of the pouch lots associated with the reported kit lot were reviewed and determined that the lots met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reporting 3 false positive results of symptomatic person over 5 days of testing. The customer communicated the results were confirmed negative by molecular (pcr testing).